Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) 80 cm was being used for the purpose of administering medication for the advance stage of parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, the high pressure alarm sounded on (B)(6) 2013 with inability to rinse. The j-tube was kinked. The problem was resolved by separating the j-tube connector of the peg tube, outsourcing the intestinal tract (5 cm to open the folded area), rinsing the intestinal tube, and then replacing the connector into the peg tube. This device remains implanted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of kinking of the j-tube. (B)(4) for the reported event of occlusion within the j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.